Event description:
This unsolicited case from united states was received on 17-nov-2017 from the healthcare professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency experienced excessive pain and swelling; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (indication: unknown) (batch/lot number: 7rfls021; expiry date: unknown). On an unknown date in (B)(6) 2017, after unknown latency the patient had excessive pain and swelling. It was reported that the patient was put on a dose of steroids to help. Corrective treatment: steroid for excessive pain and swelling; not reported for device malfunction outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for all the events additional information was received on 22-nov-2017. The event of device malfunction was added. The ptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced excessive pain and swelling. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 17-nov-2017 from the healthcare professional. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after unknown latency experienced excessive pain and swelling. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (indication: unknown) (batch/lot number: 7rfls021; expiry date: unknown). On an unknown date in (B)(6)2017, after unknown latency the patient had excessive pain and swelling. It was reported that the patient was put on a dose of steroids to help. Corrective treatment: steroid for both the events. Outcome: unknown for all the events. Seriousness criteria: required intervention for both the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Pharmacovigilance comment: sanofi company comment dated 30-nov-2017: this case concerns a patient who received treatment with synvisc one and later experienced pain and swelling. On the basis of clinical course causal role of suspect product cannot be denied in occurrence of the event. However, lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.